Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d171110-1). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (1.0 ua) met acceptance criteria (< 55 ua). Strips were manufactured on 11/10/2017 and were expired in 11/2019. Because the suspected strips were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d190819-1) and control solutions (level low: batch# 9ah1a99, exp. By feb., 2022; level high: batch# 9ah3a16, exp. By jan., 2022), and results (level low: 47/52; level high: 261/277) met the acceptance criteria(level low: 35~85; level high: 220~330). Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 5:50pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 277mg/dl. Caller then tested again 2 more times with his prodigy meter and received results of 326, 400mg/dl. Caller stated that a normal result for that time of day is usually around 120-30mg/dl. Caller stated that he did not have any symptoms but did take steroids. Caller did not specify if the medication was in response to the high reading he received. Caller stated that he drove himself to (B)(6) located at (B)(6). Caller stated that when he arrived at the hospital they tested his blood glucose with their meter and received a result 144mg/dl. No treatment was received. Caller stated that his vitals were checked, and he was discharged and did not disclose what his discharge instructions were. Caller was informed that his prodigy test strips are expired and that they needed to be discarded and to never use expired products.